Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with no delivery during manual prime. The customer states they were trying to fill the pump and holding down the act button, when they received the no delivery alarm. The customer's blood glucose level at the time of incident was unknown. Troubleshoot was conducted. The customer states the device did not alarm no delivery with manual prime. The customer was advised that changing the reservoir resolved the issue. The customer is returning the original reservoir for analysis, and receiving replacements.

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.